Event description:
The pt underwent a thermal ablation procedure in 2004. Post operatively the pt complained of pain. The pt was hospitalized for pain management. The pt underwent laparoscopic surgery. A uterine perforation was noted.